Event description:
Integra lifesciences received six different medwatch 3500 forms from risk mgmt on august 14, 2006. The cover letter was dated august 10, 2006. The device indicated is ultrasonic aspirator. According to the sales history, this user facility rented a selector console and 24 khz handpiece from september, 2005- december, 2005 and purchased the disposable tubing and tips. The primary usage of the selector was for lumbar laminectomy surgeries. There were no requests for service on the sonsole or handpiece from this unit to indicate that it wasn't working properly. The unit was returned and no disposables have been purchased since december, 2005. No FDA numbers are identified on the medwatch form. Incident description: female underwent a decompressive laminectomy in 2005. Pt was discharged two days later, reportedly doing well. Pt later developed a subcutaneous collection of fluid at the surgery site with delayed wound healing. Cultures were negative, however, pt continued antibiotic therapy. Pt underwent a revision of her wound two months later. Pt was discharged three days later. It has been suggested that the pt's delayed healing may be contributed to epidural steroids due to narcotic abuse. Pt was disabled for three add'l months. August 21, 2006, a message was left for risk mgmt to obtain add'l info. August 29, 2006 integra technical service spoke with user facility risk mgmt and obtained the following info: the selector ultrasonic aspirator was a rental unit used on 10 total cases. The same neurosurgeon performed all of the initial surgeries. The repairing neurosurgeon was a different physician from the initial surgeon. The repairing neurosurgeon "believes" that the selector may have caused the csf leaks but there is no evidence of such in the post operative report. Both the user facility and integra lifesciences verified that there was no requirement for repair of the unit which would indicate that it was not working properly. The selector was not used on the repair surgery. On september 29, 2006 the initial product ID (1520000m1) which is associated with a footswitch was corrected to selector console #1530000m3. The 24 khz micro hand piece used in conjunction with the console has been identified as #1529000m2.

Manufacturer narrative:
Product is not expected to be returned for evaluation. An investigation has been initiated based on the reported info.